Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the two unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to moderate dynamic bending loads (one-sided). Constantly alternating bending loads led to the fatigue of the material, then to a first crack, and finally to the overload respective to the fatigue fracture of the screws. The screws could not resist the applied force, which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. Per visual inspection, the screws broke below the screw head at the junction to the screw shaft. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failures could be detected. A material analysis confirmed that material/manufacturing related conditions can be excluded from root cause. As far as dimensions of the devices, no deviations to the specifications could be seen. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two unknown screws associated with a locking compression plate (part number 222.255) were found to be broken during explant surgery. The patient originally underwent surgery on (B)(6) 2014 to remove a central intramedullary osteoma in the meta-diaphysis of the left distal femur at the medio-posterior junction. After the en bloc resection stabilization of the femur was performed via implantation of a tomofix plate (part number unknown) and interposition of a femoral allograft. The patient stated that she continued to suffer symptoms in the distal femur laterally and on the lateral side of the left knee (severe pain and inability to put weight on her knee). It was thought initially that the problem was due to her knee arthritis, which was treated on (B)(6) 2013 with debridement. Considerable cartilage wear was apparent at this time. On (B)(6) 2014 a computed tomography (CT) scan revealed a femoral fracture through the proximal area of the resection. Revision surgery was performed on (B)(6) 2014 and a synthes locking compression distal femur plate (part number 222.255) and associated screws were implanted to treat the fracture. The patient developed an infection (staphylococcus epidermidis) and underwent aspiration of the distal plate area on (B)(6) 2014, debridement and insertion of a vacuum-assisted closure (vac) system on (B)(6) 2014 and two courses of antibiotic treatment. Removal of the vac system, follow-up debridement and secondary wound closure were performed on (B)(6) 2014. The patient continued to experience severe pain in her thigh and was unable to bear weight on her knee while walking down stairs. It was stated in the operative report that the ¿prominent plate (part number 222.255) laterally under the iliotibial tract is causing problems¿ and it was decided that this plate and its associated screws would be removed. The explant surgery was performed on (B)(6) 2014. It was noted during the surgery that two screw heads were breaking off or had already broken and the wound had to be opened further in order to be able to remove the broken screws. The plate, intact and broken screws were all removed and no fragments were left in the patient. This complaint is alleged against the locking compression plate (222.255) and the two unknown screws. This report is for the two unknown screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.